Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cloudy image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers breakage. Major dent on distal tip. Dents and bent on outer tube. Multiple cuts on lightguide cable. Cracks on right side of video connector. Bad image, flickering image. Loose lightguide adaptor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: overall degradation and damage of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.